Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported fracture of the abutment screw without lack of contact. Abutment was placed on (B)(6) 2021.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: b4: date of this report b5: describe event or problem d4: expiration date and UDI not available, lot number unknown g3: date received by the manufacturer h1: type of report, follow-up number h2: follow up type h3: device evaluated by manufacturer: change ¿no' to 'yes' h4: device manufacture date not available, lot number unknown h6: evaluation codes h10: additional narrative product experience report was received, reviewed, and evaluated by the manufacturer in compliance with applicable regulations.condition of the returned product was evaluated to confirm the reported product experience. A review of other manufacturer's product experience files and related trending data for similar incidents was performed to evaluate whether other similar product experiences reports have been received and if data suggests any adverse trends may have contributed to the product experience root cause. Investigation results / root cause or most-likely root-cause: as part of each product experience investigation, the manufacturer performs an analysis to determine the root-cause of the reported problem. Depending upon the information provided, a true root-cause may or may not be determined. In these cases, the most-likely cause of the reported issue would be determined. Other known issues that are inherent to the business operations, typically ones that are related to shipping, handling, customer service, or other, are internally tracked and continually trended for unusual increases. As a result of the above investigation, the manufacturer has concluded the following as the root-cause or most likely root-cause of the reported product experience condition: hazard experience: thread fracture during function. Most likely root cause of the failure mode / hazard: thread fracture during function typically results from insufficient tightening torque at placement, overloading of the abutment in function, or not retightening the abutment at prescribed intervals. No manufacturing event was confirmed, event is tracked and trended with no further actions taken at this time.

Event description:
No further event information is available at the time of this report.